Event description:
It was reported that the patient experienced pectoral/extra-cardiac stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation exhibited cosmetic environmental stress cracking (esc), and blood was found in/on the helix/lobe mechanism.